Event description:
It was reported that the patient had a reaction to the silent nite. The reaction that was noted was intra-oral blisters. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred. However, the patient wore the device for a few nights and the reaction went away in a few nights. Patient s advised by the provider to get an allergy test with their medical provider for definitive result.

Manufacturer narrative:
The device has not been returned. If/when there is more information provided, a supplemental report will be submitted. The patients date of birth was not provided when asked. The patients weight is not provided when asked. Ethnicity and weight: this information not provided when asked. Date of event: this information was not provided when asked. Test/history: this information was not provided when asked. Model is not applicable with the exception of serial number as the device is manufactured by prescription. Implant and explant date is not applicable as the device is manufactured by prescription and not implantable.

Manufacturer narrative:
The device has been returned and the results are as follows: DHR results the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier (erkodent) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. Lot# e-pro 3.0-11703 (erkoloc-pro) was manufactured from august 31, 2021 and was assigned an expiration of august 2024. Hardware: slcn 22104 was manufactured from february 3, 2022 and was assigned an expiration of february 2025. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results complaint investigator visually inspected the returned device. The returned parts included both upper and lower trays in a silent nite case. The results were summarized: roughness - the flange was smooth; internal/external aspects were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was clear and transparent. General cleanliness - the returned device appeared to be clean, free of debris or foreign particles. The returned device was visually inspected and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Root cause a root cause for this complaint cannot be explicitly determined. IFU 7322 rev 3.0 (silent nite sleep appliance instructions for use) provides warning in precautions "do not soak the device in mouthwash; denture cleanser, hot water or alcohol; do not wash the device with soap, toothpaste or mouthwash; do not dry the device with a blow dryer; do not store in direct sunlight". It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. However, the customer did not provide the information regarding how the patient handled and maintained the device. Supplier erkodent reviewed the incident details and determined an allergic reaction cannot be ruled out. Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device (haley) following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The haley test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for haley sleep device (rpt 9733 rev 1.0). · for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. · for skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. · for sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. · the test article showed nonirritant to the oral mucosa as compared to the control article. The device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.

Manufacturer narrative:
Corrected information: (health effect - impact code, medical device problem code) device labeling: use of the device may cause · tooth movement or changes in dental occlusion · gingival or dental soreness · obstruction of oral breathing · pain or soreness to the temporomandibular joint · excessive salivation regular dental follow-ups are recommended to review any side effects to avoid device breakage, allergic reaction, irritation, or discomfort that leads to frustration or discontinuation of this therapy. CAPA 23-006. Manufacturer reference (B)(4).

Manufacturer narrative:
CAPA ca-00016. Manufacturer reference: (B)(4).